Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported due to receipt of medical records. The following sections of this report have been corrected and updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, and investigation conclusions) and h10 (provide narrative/data). Per the initial report, approximately 7 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, the valve was explanted and a surgical valve was implanted. Additional information was received via medical records revealing the 26 mm sapien 3 ultra resilia valve had been implanted successfully with a small paravalvular leak (pvl). The patient was noted to have developed late-stage endocarditis that was initially suspected from an echocardiogram performed approximately 6 months 12 days post tavr procedure. The echocardiogram had demonstrated that there was a mobile structure at the left ventricular outflow tract (lvot) aspect of the valve which could not be ruled out as either vegetation or thrombus. Subsequently, a transesophageal echocardiogram (tee) performed on the following day stated there was a highly mobile structure (0.8 cm x 0.4 cm) which appeared to be attached to the right coronary cusp of the valve visualized in the lvot and aortic side of the valve. The patient underwent open-heart surgery approximately 7 months post tavr procedure to explant the valve. Visual inspection of the valve during explantation revealed there was vegetation on all three leaflets. Subsequently, the valve was explanted, the native valve leaflets were excised and the annulus was decalcified before being irrigated. Once the process was completed, a 23 mm surgical valve was successfully implanted. In this case, through review of the provided medical records, it was confirmed that the 26 mm sapien 3 ultra resilia valve was explanted due to late-stage endocarditis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Although the source of the endocarditis and identification of the bacteremia was not provided, late prosthetic valve endocarditis usually occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. As there was no allegation or indication a product malfunction contributed to this adverse event, based on the findings, this event is no longer considered to be FDA reportable, and a corrected report is being submitted.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards implant patient registry (ipr), approximately 7 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, the valve was explanted and a surgical valve was implanted. The cause of the explant is unknown at this time.